Event description:
It was reported that the pump touch screen display was difficult to see. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level due to this reported issue. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified, but the insulin gauge issue could not be verified.